Manufacturer narrative:
The investigation remains closed, as the added information does not change the outcome of the investigation.

Event description:
Update 2/11/15 - pfs received. After review of the pfs, the stem is being added for the alleged high metal ions (no labs provided). This complaint was updated on 2/27/2015.

Event description:
Revision due to pain. Elevated metal ion levels were also reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Revision due to pain. Elevated metal ion levels were also reported. Doi (B)(6) 2006, dor (B)(6) 2014 (right hip). Update rec'd (2/21/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood, tissue and bone; discomfort and inflammation . The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.